Event description:
Pt was being wheeled to room by volunteer and unit assistant when blood was noted to be leaking onto pt's pants. Pt has central line which was clamped off. When inspected in pt's room, plastic tubing had broken off of connector. Connector was still taped to central line.